Event description:
The patient experienced arrhythmia and asystole. The procedure was cancelled. It was reported that versacross connect laac access solution selected for use during a watchman left atrial appendage closure (laac) to treat atrial fibrillation (afib) with bleed risk. After trying three (3) different watchman devices unsuccessfully, it was determined a new transseptal puncture location may help to get better positioning. As the physician was coming down the septum to recross using the watchman trusteer sheath and versacross connect, the patient went asystole. Chest compressions were done, and external pacing was required. After one (1) minute, rhythm came back and patient was stable. It was noted by transesophageal echocardiography (tee) physician there was no effusion and blood was pumping adequately. The implanting physician did mention patient had history of sick sinus syndrome and had refused a pacemaker in the past. The physician believes the node was hit when dropping down on the septum. The patient remains stable and is recovering in the intensive care unit (ICU) awaiting a permanent pacemaker. The procedure was cancelled. The device is not expected to return for analysis as retained by customer. It was further reported that the sheath and rf wire were in the body when the complication began. It was believed that the sheath may have scraped the av node or sinus node according to the physicians, when dropping down to re-cross the septum. Sheath, dilator, and wire were immediately pulled out when the patient went asystolic. There was no ablation performed; a pacemaker was planned to be inserted in the future. It was further reported that the patient has been discharged but exact date is unknown, but patient stayed a few extra days.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was retained by the customer and could not be returned, we have determined that the arrhythmia is a known inherent risk of use of this device. Device history record review: the DHR or ship history were unable to be completed as the upn or lot number were not disclosed. There being no upn available to trace back to the customer sales. Additional review is not required, and no corrective action is necessary in manufacturing, as there is no evidence manufacturing is contributing to this complaint. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect transseptal dilator risk documentation was completed and confirmed that the event of arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device as the information within the event description and through a label review, it suggests that the clinical events are anticipated in nature as per the IFU as reported. The reported allegation is not confirmed as there was no media provided and the device has not been returned to bsc for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in block(s) outcomes attrib to adv event (b2), in section b, adverse event or product problem, common device name (d2a), pro code (product code) (d2b), in section d - suspected medical device and premarket / 510(k) # (g4), in section g - all manufacturers.

Event description:
The patient experienced arrhythmia and asystole. The procedure was cancelled. It was reported that versacross connect laac access solution selected for use during a watchman left atrial appendage closure (laac) to treat atrial fibrillation (afib) with bleed risk. After trying three (3) different watchman devices unsuccessfully, it was determined a new transseptal puncture location may help to get better positioning. As the physician was coming down the septum to recross using the watchman trusteer sheath and versacross connect, the patient went asystole. Chest compressions were done, and external pacing was required. After one (1) minute, rhythm came back and patient was stable. It was noted by transesophageal echocardiography (tee) physician there was no effusion and blood was pumping adequately. The implanting physician did mention patient had history of sick sinus syndrome and had refused a pacemaker in the past. The physician believes the node was hit when dropping down on the septum. The patient remains stable and is recovering in the intensive care unit (ICU) awaiting a permanent pacemaker. The procedure was cancelled. The device is not expected to return for analysis as retained by customer. It was further reported that the sheath and rf wire were in the body when the complication began. It was believed that the sheath may have scraped the av node or sinus node according to the physicians, when dropping down to re-cross the septum. Sheath, dilator, and wire were immediately pulled out when the patient went asystolic. There was no ablation performed; a pacemaker was planned to be inserted in the future.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient experienced arrhythmia and asystole. The procedure was cancelled. It was reported that versacross connect laac access solution selected for use during a watchman left atrial appendage closure (laac) to treat atrial fibrillation (afib) with bleed risk. After trying three (3) different watchman devices unsuccessfully, it was determined a new transseptal puncture location may help to get better positioning. As the physician was coming down the septum to recross using the watchman trusteer sheath and versacross connect, the patient went asystole. Chest compressions were done, and external pacing was required. After one (1) minute, rhythm came back and patient was stable. It was noted by transesophageal echocardiography (tee) physician there was no effusion and blood was pumping adequately. The implanting physician did mention patient had history of sick sinus syndrome and had refused a pacemaker in the past. The physician believes the node was hit when dropping down on the septum. The patient remains stable and is recovering in the intensive care unit (ICU) awaiting a permanent pacemaker. The procedure was cancelled. The device is not expected to return for analysis as retained by customer.